Event description:
The catheter was replaced on (B)(6) 2014; there was catheter left in the intrathecal space. The pump dose was reduced to 100 mcg/day following the replacement.

Event description:
Per the patient, the pump had not been functioning properly since (B)(6) 2014. The patient had been experiencing stiffness and spasm that started suddenly. They kept turning the pump up; the dose had been gradually increased from 245 in (B)(6) to 330, but it was not helping. The pump was delivering compounded baclofen, but had previously been delivering lioresal. The patient was going to have an MRI done to see what was wrong as there could be something wrong with the catheter. The patient was very nervous about getting an MRI. The interventions and outcome were not reported. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 8709, lot# j0056592r, implanted: (B)(6) 2000, product type: catheter. (B)(4).

Event description:
Additional information later received reported that the patient started getting stiff and was getting stiffer and stiffer and the spasms were getting more intense. Now the symptoms were getting really bad. The healthcare provider (hcp) had been increasing the dose as the spasms were getting worse since (B)(6) 20014 until they found out the patient¿s catheter broke. The hcp tested the patient for bladder infection, pneumonia and did not find any. They then tested the pump and they put new medicine in there. The patient had been waiting for MRI approval for months and did not get the insurance approval. The surgeon then recommended a cat scan. The cat scan was performed and it was determined the catheter broke. This was discovered (B)(6) 2014. The patient had the catheter for 14 years and it broke at the base of their spine. Per the patient the hcp did not know exactly but thought it could have been a break due to the patient being on ¿high dose of medication.¿ the hcp thought it was a ¿slow tear or break¿ therefore the patient did not have any seizures, convulsions or any withdrawal. The catheter was planned to be replaced (B)(6) 2014. The patient wondered if after they replaced the catheter if the patient started with the same dose of medication as before it all happened and if it could hurt her if they put too much medicine and the patient¿s body was not used to it. The patient thought they should wean her off slowly and was concerned it might be dangerous to start her on a high dose. The patient did contact their hcp and express their concern. The patient also stated they kept increasing the dose and was currently at 330mcgt/day but it was pumping into her body, not into the spine now that she does not have the catheter attached.

Manufacturer narrative:
(B)(4).

Event description:
Additional information later reported the catheter was sheared off and not functioning. The spinal segment sheared off and the patient was not receiving therapy. The patient was referred to the neurosurgeon to replace the catheter. The catheter was replaced with a new one and attached to the pump. The patient's dose of baclofen was turned down 70% and the patient would be sent back to the managing physician for titration.

Manufacturer narrative:
(B)(4).